Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 645015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, endocervicitis, multi gravida and parity 3. Previously administered products included for allergy: codeine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("painful period"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: trailing coils: three to five coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: grade occlusion bilaterally.. Pregnancy test urine - on (B)(6) 2009: negative.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: mr received. Lot number, reporters, medical history, lab data and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and endocervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("painful period"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history added. Removal surgery added for event pelvic pain. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and endocervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("painful period"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left oophorectomy). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.